Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was detached from the pusher assembly and the proximal constraint sphere was present inside the distal detachment tip (ddt) with the fractured stretch resistant (sr) wire visible. There was a slight s-curve on the distal polymer section of the pusher assembly. Conclusions: evaluation of the returned ruby coil revealed a detached embolization coil. The sr wire was fractured. If the sr wire fractures, the embolization coil will detach. This type of damage typically occurs due to forceful retraction against resistance. Further evaluation revealed a slight s-curve on the distal polymer section of the pusher assembly. This may be an indicator of tortuous anatomy and could have contributed to the sr wire fracture. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while a ruby coil was being retracted back into the non-penumbra microcatheter, it unintentionally detached. It is unknown if the physician experienced resistance. Subsequently, the detached ruby coil was removed using a snare device. The procedure was then completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.